Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had unspecified helix rotation issues which led to insulation twisting. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section g2 - the healthcare professional was checked erroneously, as no information on healthcare professional was provided.

Manufacturer narrative:
The reported event were a helix mechanism issue and insulation twisted. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue. The reported event of insulation twisted was not confirmed. Visual inspection of the lead did not find any anomalies.